Manufacturer narrative:
The customer reported that the device unexpectedly shutdown during use. No adverse patient impact was reported. The unit was evaluated by a philips field service engineer. The symptom was verified. The battery was replaced which resolved the reported issue.

Event description:
The customer reported that the device unexpectedly shutdown during use. No adverse patient impact was reported.